Manufacturer narrative:
The calibration data, qc data and the alarm trace were requested but not provided. The pre-analytical data submitted did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys probnp ii immunoassay result for one patient sample tested on a cobas e 411 disk analyzer. The initial result was reported outside of the laboratory. The medical doctor questioned the result which prompted a rerun of the specimen. The repeat result was deemed correct and reportedly confirmed the clinical expectation. The reporter confirmed that no adverse events occurred to the patient because of the reported questionable result. The initial result at 7:10 was 11.26 pg/ml. The repeat result at 12:36 was 11987 pg/ml. The reagent lot number is 52872401 with an expiration date of 31-jul-2022.